Event description:
It was observed during the device evaluation that the subject device exhibited a pinhole on the ch-tube, resulting in a loss of water tightness. Additionally, foreign objects were found in the aw-cylinder (tube) and the aw-tube.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.